Event description:
The device was used during a diagnostic laparoscopy procedure for left oophorectomy, fulgeration of endometriosis and lysis of adhesions of the abdominal wall. The pt experienced post-operative symptoms and was re-admitted for observation. A exploratory laparoscopy wsa performed and a hematoma was observed on the abdominal wall with bleeding from the right epigastic artery. The pt was transfused and the vessel was repaired. The source of the vessel damage has not been identified.